Event description:
My periods are badly messed up, extreme stomach pains, sex bout kills me, fatigue, nauseated all the time; docs tell me I have irritable bowel syndrome. Dizzy near fainting. (B)(4).